Manufacturer narrative:
Conclusiton: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a post-operative infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user has a post-auriclar skin infection which led to the implant housing being exposed through the skin a new device will be considered after the user heals from the infection.

Event description:
The user has a post-auriclar skin infection which led to the implant housing being exposed through the skin. A new device will be considered after the user heals from the infection.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.